Event description:
Bd safetyglide injection needle: 25g x 1 inch; about 1 in 3 needles are clogged, when attempting to inject air from prefilled syringe before use no air will be expelled. FDA safety report ID# (B)(4).